Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed by the attached pictures. The angel set and angel prp system were stuck. Also, they showed blood around the tubing, bag, and disk of the angel set and blood drainage from the disk/tubing into the rotor housing of the angel prpsystem. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to the misalignment of insertion/and or improper seating of the angel processing set.

Event description:
On 08/12/2025, a sales representative reported via (B)(4) that an abs-10060 angel centrifuge kept giving an insufficient fill error - there was plenty of blood in the machine. This occurred during an ankle fusion with prp for the bone graft; they ended up having to abort the procedure, and the disk was stuck in the machine afterward. They had several people try to get the disk out with no luck. We were able to finish the case, but did not end up using prp to mix with bone graft; the doctor pulled whole blood instead. Additional information was provided on 08/19/2025 via phone, where it was confirmed that the procedure itself was not aborted; however, the prp portion of it was. They continued the case by redrawing blood and mixing it with the bone graft. The disc that became stuck was an abs-10061t.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.